Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. The transmitter was returned for evaluation. An exterior physical visual inspection was performed and passed. Transmitter voltage test passed. Global transmitter final functional test passed. Data/share log not available for analysis. The patient's complaint was undetermined because there were no log data to review. The root cause could not be determined because the complaint could not be replicated with the returned device.